Event description:
It was reported via clinic notes that the patients vns replacement in (B)(6) 2020 resulted in infection and required reoperation and removal in (B)(6) 2020. The patient has had good healing since that time. The patients mother stated the patient had an increase in seizures without the vns. Infection has now cleared. No additional relevant information has been received.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient went to the operating room to have their staples removed from initial implant surgery and then shortly returned to clinic due to the patient's incision sites being full of fluid. Information was received that the patient had an infection. Per the surgeon, the patient has a hard time remaining still and continually picked at the generator incision site causing the infection. The patient's lead and generator were explanted. Device history records were reviewed for the generator and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.